Manufacturer narrative:
A siemens field service engineer (fse) contacted the customer site for system inspection and the customer has changed the reagent lot. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
False positive advia centaur xp troponin ultra results were obtained by the customer and discordant when patient results were repeated due to a failed qc on the next work shift. There was no known report of adverse health consequences due to the discordant troponin ultra results.